Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact cts if the malfunction code reappeared.